Event description:
The pt experienced underdose and withdrawal symptoms following a new regimen of deep stretching and callisthenics. Pt symptoms included exaggerated rebound spasticity, spasticity in legs, muscle rigidity, lethargy, pruritus/itching, sweating/diaphoresis, and "temperature rising and falling". While the symptoms were severe, the pt remained lucid and active. The pt's activities of daily living typically included swimming, weight training, and use of an exercise ball for stretching. The pt was also reported to have a mass in his lower back which appeared immediately following surgery. It was believed to be scar tissue. The pt had recently moved and needed to locate an hcp. The pt visited the ER three times for care. The pt had an MRI at the second ER visit to address the above symptoms. No motor stall was noted in the pump logs and the pump was delivering medication. The next refill was anticipated for 2009. An x-ray revealed a broken catheter at the l2 section of the spine, near the anchor, causing interruption of baclofen therapy. The pt was treated with lortab 5/500 for associated pain and baclofen 20 mg tablets three times a day. The catheter was replaced eight months later. The lioresal dosage was restarted at 100 mcg/day. The pt was discharged from the hospital a day later with follow up in the clinic scheduled in the next few weeks.